Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 3 states, "early or late postoperative infection and/or allergic reaction." This report is number 1 of 2 mdrs filed for the same patient (reference 1825034-2014-00521 / 00522).

Event description:
It was reported that patient underwent shoulder arthroplasty to implant a segmental revision system on an unknown date. Subsequently, patient was revised to a constrained shoulder on (B)(6) 2013 due to dislocation. A custom pmi shoulder was implanted. A future revision is scheduled due to infection.